Event description:
The customer reported that after pipetting hcv plates on osp an unusual occurrence of negative ods was reported. No error was generated. No death or serious injury was associated with this complaint.